Event description:
Complainant found blood in an unused insulin type syringe. Had lab analyze the syringe and confirmed the presence of blood. The syringes come in packs of ten within a box of 100 syringes. Complainant had used 2 of the syringes prior to finding the blood. Syringes should be in possession of dna lab. However, the syringes cannot be located.